Event description:
New information received from the customer on (B)(6) 2025, stating that the bronchovideoscope device does not have any problem. There were no further reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8 and h2. Corrected field: h6 component code- should only be g05003 imager. The device was not returned to olympus for inspection; therefore, the analysis was conducted based on the complaint information and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic procedure, it appeared that some parts (rings in the sheath) had fallen off in the patient's trachea. Forceps were used to remove the fallen parts. During the procedure, the tumor in the lower right lung was remove and the sheath and probe were placed in the normal position, when the assistant tried to remove the probe to proceed to the biopsy, it was quite stiff and stuck, making it difficult to remove; therefore, the entire sheath was removed instead. The doctor then completed the case using the same device and took the patient for an x-ray and CT scan. The doctor administered antibiotics and observed the patient's condition. There were no abnormalities found in the patient and no further reports of patient harm. This report is for the scope. This report is 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.